Event description:
During an endoscopic procedure. The physician used a cook acusnare polypectomy snare. They had an issue with one of the snares. [The reporter] indicated that the diathermy did not work [unable to conduct current] and when they went to remove the device, the catheter came out; however, the snare remained [in the patient]. When the physician tried to remove the snare, it was stuck. However, once the physician moved the endoscope, they were able to retrieve the snare. No items [were] left in the patient. The procedure was completed. The following additional information was received on 17-jun-2019: the snare was able to be retrieved through the endoscope. A section of the device did not remain inside the patient¿s body. The patient required the snare to be retrieved due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report that the snare head had detached from the distal end. The detached snare head was returned with the rest of the device. The catheter had various kinks and bends throughout its length. When the handle was manipulated, the drive wire advanced and retracted; however, there was slight resistance when manipulating the handle. The end of the drive wire was scrapping the inside of the catheter when the handle was manipulated. During a visual inspection of the drive wire and detached snare head, the distal end of the drive wire did not exhibit any evidence of a crimp. The proximal end of the crimped cannula of the detached snare head appeared to not be fully crimped. The device was sent back to the supplier for further evaluation. The following was provided by the supplier: "the device was visually evaluated. No defects to the handle were noted. The catheter exhibited several kinks and bends throughout its length. Additionally, the snare head was physically detached from the distal end of the drive wire. The proximal end of the crimped cannula exhibited sufficient crimping while the distal end did not exhibit sufficient crimping. The device was functionally evaluated. During testing, with the device held in three (3) coiled positions, it was confirmed that the device operated properly when the handle was manipulated. The drive wire advanced and retraced as designed, but with resistance. The root cause for resistance with advancement and retraction of the control wire was due to the broken end of the drive wire scraping against the catheter wall. The root cause for the detached drive wire was due to insufficient crimping operation. The device history records for were reviewed. The assembly orders were manufactured in january 2019. The manufacturing records and/or final quality control checklist did not indicate relevant defects. A review of tensile test data for the drive cable to snare head assembly was performed and it was verified that the sample device units met the acceptable criteria." Additional testing was done to verify the strength of the drive cable to snare head crimp joint. Testing was performed on a twenty (20) piece lot from the same reference part number, pulled from final quality control. All the test pieces passed a tensile test with minimum acceptance criteria. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the supplier provided the following: the reported issue from the user of snare head detaching was confirmed. The assignable cause was insufficient crimping at the distal end. The assignable cause was assembly error. The manufacturing operators involved will be advised of the event. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report that the snare head had detached from the distal end. The detached snare head was returned with the rest of the device. The catheter had various kinks and bends throughout its length. When the handle was manipulated, the drive wire advanced and retracted; however, there was slight resistance when manipulating the handle. The end of the drive wire was scraping the inside of the catheter when the handle was manipulated. During a visual inspection of the drive wire and detached snare head, the distal end of the drive wire did not exhibit any evidence of a crimp. The proximal end of the crimped cannula of the detached snare head appeared to not be fully crimped. The device was sent back to the supplier for further evaluation. The product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received, a follow-up emdr report will be provided.

Event description:
During an endoscopic procedure. The physician used a cook acusnare polypectomy snare. They had an issue with one of the snares. (The reporter) indicated that the diathermy did not work unable to conduct current and when they went to remove the device, the catheter came out; however, the snare remained (in the patient). When the physician tried to remove the snare, it was stuck. However, once the physician moved the endoscope, they were able to retrieve the snare. No items were left in the patient. The procedure was completed. The following additional information was received on 17-jun-2019: the snare was able to be retrieved through the endoscope. A section of the device did not remain inside the patient¿s body. The patient required the snare to be retrieved due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.